Event description:
It was reported that, a t2 supracondylar nail was being inserted into pt. The pt was being reamed with a 10mm flexible reamer when the reamer was being removed, it was put on reverse and it unwound. The reamer was removed intact, and the next reamer was inserted.

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.